Event description:
The customer reported the system would not display usable fluoroscopic live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier. The system operates as intended.